Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Prior to procedure, device interrogation showed the right atrial (ra) lead exhibited noise over-sensing resulting in inappropriate automated mode switch (ams) episodes with other episodes of far field r-wave over-sensing. The ra lead was capped and replaced on (B)(6) 2023. The patient was discharged with no reports of adverse consequences.